Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. For treatment, no information was given. The pod was worn longer than 48 hours on the arm. The patient was discharged after 5 hours. The pod was discarded.